Event description:
The device was used with internal defibrillation paddles during an open heart procedure. The device allegedly failed to discharge during two defibrillation attempts. The operator was subsequently successful using the device to deliver a shock to the pt. There were no adverse affects to the pt reported as a result of the alleged malfunction.